Event description:
The manufacturer received a report that a trilogy 200 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the power cord clamp, handle assembly, and rubber feet were found to be missing. The base enclosure kit was cracked. The universal porting block, front case, and enclosure seal kit were damaged. The warning label required replacement due to replacement of the base enclosure, and the thtpol label was replaced because it was obsolete following a revision. During functional testing, the device failed the 120-vac power source peak power test. Service records indicated that the failure was validated. An active exhaust purge valve closed fault recurred during testing, and a damaged hose was identified. Service records did not document replacement of a specific component associated with the failed testing. Following repair and replacement activities, the device successfully passed all required functional and performance testing.

Manufacturer narrative:
The reported failure of 120 vac power source peak power test is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of active exhaust purge valve closed fault is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.